Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product has been received by zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the device produced "irregular thickness." No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On june 20, 2017, it was reported that the device produced and irregular thickness. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the meshgraft ii by on (B)(6), 2017 revealed that the calibration was out of specification. The cutter, roller, and ratchet parts were worn and the side plates were gouged. Repair of the meshgraft ii was performed by on (B)(6), 2017 which included replacement of the cutter, roller, worn side plates, gears, and repaired the ratchet. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that the cutter, roller, and ratchet parts were worn and the side plates were gouged. It was also revealed that the device calibration was out of specification. The root cause of the reported event was due to the worn cutter, roller, and ratchet parts and the gouged side plates however, it was also revealed that the device was out of calibration. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the repairs were performed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.